Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva tpn bags had leaked from the middle port. This event occurred before use of the device. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: one bag was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port cap. The reported condition was verified. The cause of the condition was determined to be an assembly issue during manufacturing. This issue is being further investigated. The second sample was not received for evaluation; therefore, a device analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.